Event description:
It was reported that the subject device had an error e216. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, the reported event was not confirmed. The device evaluation report noted no problem was detected in the device. A definitive root cause of the reported issue cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.